Event description:
The surgeon was inserting a collamer intraocular lens model cc2404bf and the lens tore and the surgeon opted not to insert this lens. Pt contacted with the injector not with the lens. No pt injury.